Event description:
This patient had placed bilateral silicone breeast implants in 1983. In 1986 she developed chronic granulocytic leukemia. In 1987 she developed second complex and was diagnosed with graft versus host disease. The patient also developed idiopathic thrombocytopenic purpura for which she was treated with gamma globulin shots. The patient was started on immuran and medrol which helped the symptoms of the host versus graft disease. The patient also developed scleroderma. The patient had a bilateral periprosthetic capsulectomy with the removal of both of the implants. Due to the closeness of the capsule to the right implane a small cut was made in the right implant. This has been duly noted. Otherwise the implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.